Event description:
It was reported that the pt (B)(6) underwent surgery to receive a scs system. During the surgery, intraoperative testing revealed high impedance readings on the implanted lead. The physician tested a new extension, and the impedance issue allegedly resolved. The original extension was explanted and replaced during the procedure. No further pt complications were reported.

Manufacturer narrative:
Eval: results: visual analysis of the extension noted discoloration in the lead segment. Broken wires were observed in the extension header. Due to the broken wires, functional testing could not be performed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.